Event description:
It was reported by the rep the device was used during a thoracotomy lobectomy. It was reported the surgeon fired the et45b six times without incident. On the seventh application the stapler jaws did not close. Another et45b was opened and the case continued. There was no consequence to the pt.